Event description:
Consumer called to report a needle breakoff during injection. Was able to remove the needle, but called her doctor who recommended xrays and prescribed an antibiotic.

Manufacturer narrative:
Consumer has discarded the product. No return anticipated. Complaint history check was run on the lot reported; yielded (1) other complaint on an unrelated subject. Will continue to monitor.